Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR. Report #1627487-2016-01808; 1627487-2016-01809. It was reported the patient experienced postoperative pain following her scs implant procedure. The patient's system was programmed but coverage was unable to provide pain relief. The patient was taken back into surgery at which time the physician removed a lead and placed a new lead to attempt to reduce the pain on the right side, but the pain persisted. Images taken did not indicate any abnormalities. As a result, the patient was then taken back into the or and the entire system was explanted. Additional information received identified the cause of the pain was determined to be nerve aggravation during the implant procedure. The patient was given an injection for the pain. No adverse symptoms were reported following the explant procedure. The patient will follow up with her physician to determine if any further action is necessary to address the issue.

Event description:
Device 1 of 3. Reference MFR. Report #1627487-2016-01851; 1627487-2016-01809.